Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. B94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included multigravida and parity 5. Concurrent conditions included morbid obesity. Concomitant products included docusate from (B)(6) 2018, gabapentin, ibuprofen, ondansetron hydrochloride (zofran) from (B)(6) 2018, ondansetron from (B)(6) 2018 and oxycodone from (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysgeusia ("metal taste in the mouth"), back pain ("lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal area pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/urinary tract): urinary"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("rashes or skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, bladder disorder, urinary tract disorder, dyspareunia, rash, vaginal discharge, weight increased, vaginal haemorrhage, menorrhagia, bacterial vaginosis, headache, nausea, fatigue, dysgeusia, urinary tract infection, back pain, pain in extremity, abdominal pain, abdominal pain lower, depression, anxiety and dysmenorrhoea outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils were placed in the left tube with 3 coils visible. Coil the placed into the right tube with 7 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received: concomitant drugs were added. Essure removal date was added. Case become incident. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 42-year-old female patient who had essure (batch no. B94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included multigravida and parity 5. Concurrent conditions included morbid obesity. Concomitant products included docusate from (B)(6) 2018 to (B)(6) 2018, gabapentin, ibuprofen, ondansetron hydrochloride (zofran) from (B)(6) 2018 to (B)(6) 2018, ondansetron from (B)(6) 2018 to (B)(6) 2018 and oxycodone from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding"), fatigue ("fatigue"), dysgeusia ("metal taste in the mouth"), back pain ("lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal area pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/urinary tract): urinary"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("rashes or skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, bladder disorder, urinary tract disorder, dyspareunia, rash, vaginal discharge, weight increased, bacterial vaginosis, headache, nausea, fatigue, dysgeusia, urinary tract infection, back pain, pain in extremity, abdominal pain, abdominal pain lower, depression, anxiety and dysmenorrhoea outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils were placed in the left tube with 3 coils visible. Coil the placed into the right tube with 7 coils visible. Plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event outcome, rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.